Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020. During the procedure, it was observed that the patient had abnormal changes during neuro-monitoring, and thus the physician did not want to proceed with the lead implant. As a result, the procedure was abandoned. No harm was done to the patient.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.